Manufacturer narrative:
Result of investigation: vyaire failure analysis was unable to duplicate the reported issue %I-time 9percentage interval time). %I-time remained stable during operation and found to function as intended. Additionally, found damaged j2 connector on the controller pcb (printed circuit board).

Manufacturer narrative:
Device evaluation: g3, g6, h2, h3, h6 and h10. Result of investigation: vyaire medical went onsite performed 12k preventive maintenance. Replaced filters, pneumatics, front panel, back driver cover, column fan and driver. Power supply checked and airway pressure transducer calibrated. Driver displacement indicator calibrated. Replaced dpm driver controller adjustments completed. Final tests and checks pass unit operates to manufacturer specifications. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that the 3100a ventilator %it (percentage interval time) is fluctuating. The customer confirmed that there was no patient involvement associated with the reported event.